Event description:
International customer reports that the needle broke during an episiotomy repair. The patient was returned for additional surgery to retrieve the retained fragment.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.